Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisian 2x8 lim, 70cm model # sc-3138-35, serial # (B)(4), (B)(4). Description: phase iii lead extension - 35 cm model # sc-111-02, serial # (B)(4), description: implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure. The patient was getting inadequate stimulation due to lead fracture which was confirmed by x-ray. During the procedure the physician explanted patient's entire system. The patient is reportedly doing well following the procedure.